Event description:
Spontaneous. Pt reports that pump serial number (B)(4) has been beeping and stopped running for 15 minutes. Pt attempted to resume infusion but pump just starts beeping again. Pt reported some nausea. Pt will switch to back-up pump. Pharmacy will replace pump, patient was advised of increased side effects when therapy is resumed. No other information, details or dates available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.